Event description:
The customer reported that insulin was squirting out during the manual prime. The insulin pump also may have alarmed during the priming. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.